Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the cgm was indicating her glucose level was low but paramedics were called because her blood sugar was over 500 mg/dl. The paramedics took her to the emergency room (ER) and when the ER checked her fingerstick value, it was still over 500 mg/dl. She was given an insulin injection, two bags of IV fluids, water, and another two bags of IV fluid. Her blood sugar came down and she was able to go home. At the time of the report several days later she was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.